Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternative method of insulin therapy.